Manufacturer narrative:
The reported complaint of the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR" message was confirmed during functional testing and archive date review. The root cause were due to combination of a damaged drive train motor, a defective channel roller assembly and encoder gearbox in which are likely attributed to normal wear and tear. The autopulse platform was manufactured in november 2014 and it is over 5 years old, past its expected serviceable life of 5 years. Unrelated to the reported complaint, damaged front and bottom enclosure were observed on the returned autopulse platform during visual inspection. These types of physical damages observed were likely attributed to mishandling. Damaged enclosures were replaced. During archive data review, a ua139 (unable to hold compression position (system error)) was observed on the reported event date. To remedy, damaged drive train motor, a defective channel roller assembly and encoder gearbox were replaced. After parts replacements, the autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The autopulse platform passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for autopulse with serial number (B)(4).

Event description:
During patient use, customer reported that the autopulse platform (serial #(B)(4)) displayed "system error, out of service, revert to manual CPR " on the screen panel. The crew was unable to clear the advisory and immediately performed manual CPR. No known impact or consequence to patient information was provided.